Manufacturer narrative:
(B)(4). A review of the device logs had revealed an increased intraperitoneal volume (iipv). The device was determined to meet performance specifications. The pal evaluated the device and no failure or malfunction was identified that could have caused or contributed to the iipv found in the device logs. The cause of the iipv was determined to be insufficient drain due to a use error; the tidal ultrafiltrate removal was set too low (0 ml). External & internal visual inspections revealed no problems. Review of the service dates and activities revealed no issues related the iipv. A labeling review of the homechoice apd systems patient at-home guide issued was found to be sufficient. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
During evaluation of a returned homechoice (hc) machine, an increased intraperitoneal volume (iipv) situation was identified which occurred on (B)(6) 2010 (therapy start date- (B)(6) 2010) during drain cycle 4. The patient's ultrafiltration (uf) reading was 1070 ml, indicating the home patient (hp) drained 1070 ml more than their programmed fill volume of 1500 ml. This information gave a total drain volume of 2420 ml, which meets iipv criteria. The device would be routed to the service area. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). The device has been received at baxter for evaluation. However, the evaluation is not complete at this time. A follow-up report will be filed upon completion of the device evaluation.